Event description:
The doctor reports that at the moment of inserting the implant in dental position #36, the hexagon of the mount fractured, thus generating a vestibular dehiscence. The doctor reports that another implant will be placed in two months.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One mount for impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified fracture around the hexagon. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was high bone density ¿ type I, smoker, clenching and optimal oral hygiene. The device was being placed on tooth #36 (fdi). Device history record (DHR) review for the lot (1244674) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1244674) for similar events (complaint category keywords: fracture: mount) and 1 other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.